Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the device had loose atrial setscrew. After implantation, the right atrial impedence was high and the threshold had risen. The device was explanted and replaced. No patient complications have been reported as the result of this event.